Event description:
I was using the fasciablaster since (B)(6) 2016. I was then a part of a clinical trial from mid (B)(6). I continued to use the device until sometime early (B)(6). I have developed horrible skin detachment, and sagging. I have been diagnosed with other health issues since using the product, but I have yet to prove definitively that they are fasciablaster related.